Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had motor/encoder was not determined because no product or device logs were returned.

Event description:
It was reported that the following issue was observed on the device: "codes 242.4000 and 242.4030 motor/encoder." Additional notes provided by the facility¿s clinical engineering support services include: "I could not get either of those error codes to generate while I was testing the unit. Errors that involve the motor encoder board can be triggered by opening the pumps door, since that causes the motor to move, or by running an infusion with the unit. I ran a 50 ml infusion of distilled water with the unit and no motor errors occurred at all.the downstream pressure sensor was out of the proper voltage range, and the door was cracked near the top, so I replaced both the upstream and downstream pressure sensors and the door with new ones.after those repairs I was able to recalibrate the unit and run it through all of its pm tests with no other issues." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿